Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter and test strips were provided for investigation. The reporter's meter failed to power on due to corroded battery contacts. The reporter's test strips were tested using a retention meter and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.2 inr, qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated he received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 7:48 a.m., a sample from the patient was tested using the meter, resulting with a value of > 8.0 inr. At 7:51 a.m., a sample from the patient was tested using the meter, resulting with a value of 3.0 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing interval is once every two weeks.